Manufacturer narrative:
Correction: d6a and d6b section: previously the implant date and explant date should not be included in the initial report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead was bent. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.